Manufacturer narrative:
Other = the estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank and the device failed a test step during testing.